Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being submitted to provide the results of the final investigation and provide a correction to the previously submitted report. Correction is being made to previously submitted g3 - date received by manufacturer - the correct date was 21feb2025. Corrected fields: b3. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following malfunction was identified during the device evaluation: due to damage on charged coupled device (ccd) unit, an image noise occurred. No other issues were identified. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope exhibited no image. The issue was noted during reprocessing. There were no reports of patient harm or impact associated with this event.